Event description:
Per the clinic, the device was explanted due to infection. It was also reported that the patient was treated with antibiotics (date and type not reported). The patient was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
This report is filed on october 17, 2013.

Manufacturer narrative:
(B)(4)